Manufacturer narrative:
(B)(6). One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t1 deployment position indicating a deployment of t1. No ts or suture were returned. The depth limiter is damaged likely from over penetration during insertion, which may have caused t2 to dislodge from the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Although the reported failure mode cannot be confirmed, the described failure is related to root cause investigation which has been opened to address this failure mode. This investigation is ongoing. (B)(4).

Event description:
It was reported that during a meniscal repair using fast-fix 360 reversed curve ndl deliv t2 deployed at the same time as t1. This occurred after the t1 had passed through the meniscus. Both implants were able to be removed and no debris remained in the patient. There was a procedural delay of 10 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.